Manufacturer narrative:
The analysis confirmed the allegations from the field. The power supply was found to be excessively hot to the touch and melting was observed on the casing.

Event description:
Boston scientific received information that the patient reported the communicator does not power on. The power cord was observed to be hot to the touch. No adverse patient effects reported. No longer in service.